Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product evaluation summary: performance data collected from the device was received and analyzed. Battery voltage - battery depletion indicated/eri: elective replacement indicator (eri) date (B)(6) 2012; low battery voltage (bv) alert on the same day.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to early battery depletion. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)